Manufacturer narrative:
B3, g4, d4: UDI: unknown. E1: phone: (B)(6). One device was received for evaluation. Visual inspection found a damaged battery compartment, damaged dso seal, and a scratched lcd lens. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not recognized" issue. There was unknown patient involvement.